Event description:
On (B)(6) 2004, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B)(6) 2012, the pt presented with a ruptured aneurysm. He underwent emergency treatment to address trunk migration, with additional stent-grafts placed extending up the superior mesenteric artery. The rupture was excluded, and the pt survived the procedure. He expired three days later, however, due to blood loss from the rupture. Prior test results regarding the cause of the migration and rupture were not available as the pt was treated emergently, and he also appeared to have been lost to follow-up.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications.